Event description:
It was reported to philips that the device had a "x" appear on the screen and it would not function. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2022. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery. The battery was replaced and the device passed all testing. There is no indication of a systemic problem. No further investigation or action is warranted.